Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode. Pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case and minor scratched lcd window.

Event description:
Customer reported via phone call that ring on top of reservoir has come off as ring was loose. Customer¿s current blood glucose was not given. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.